Manufacturer narrative:
The reported events of inadequate capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue the reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the lead, the helix was able to be extended/retracted, and the helix length was measured within specifications. No anomalies were noted.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray that patient's right ventricular (rv) and atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.